Manufacturer narrative:
Concomitant medical products: 310c29 tissue valve, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five and a half months after implant the patient¿s implantable cardioverter defibrillator (ICD) system was explanted due to pocket erosion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.